Event description:
Rptr's the hosp also has a home care agency which uses the catheters. Approximately 1 year ago, rptr's facility began using PICC. Approximately 15 of these catheter's have been inserted and 1 insertion reaction was reported. About 2 minutes after insertion, the pt became diaphoretic, flushed, and hypotensive. The catheter was pulled out and the pt transferred to ICU. The episode resolved without further complications. Three days later, one of rptr's vascular surgeons inserted another PICC into the same pat without any reaction; however, the pt was given some type of pre-medication (?ativan).